Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 10/3.00 flextome cutting balloon monorail was used to treat the mildly calcified target lesion. The balloon ruptured at 12 atmospheres during first inflation. The procedure was completed with a different device. No patient complications reported and patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The device was attached to an encore inflation unit, subjected to positive pressure. Evaluation of the returned device revealed a longitudinal tear starting at the proximal edge of the proximal markerband and extending for a distance of 9mm distally. The blades, markerbands and tip section of the device were visually and microscopically examined and no issues were noted with their profiles. A visual and tactile examination found multiple kinks along the shaft of the device. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 10/3.00 flextome¿ cutting balloon¿ monorail was used to treat the mildly calcified target lesion. The balloon ruptured at 12 atmospheres during first inflation. The procedure was completed with a different device. No patient complications reported and patient's condition is good.